Event description:
A pt reported experiencing inaccurate erratic results with a ot profile meter. The pt's blood glucose results were 300mg/dl, 400mg/dl, 500mg/dl, hi mg/dl (used 600mg/dl for value to get a result). Tests were done < 10 minutes apart with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.